Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump experienced an unexpected restart. It was reported that insulin pump was exposed to moisture. Customer's blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The reset error test could not be performed due to the unresponsive button. The insulin pump had minor scratches on the display window, a broken reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.